Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the recipient is responding inconsistently to sound with the device. There is no report of trauma. The patient was last seen at the clinic 2 years ago.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated yet.

Event description:
The parents reported that the recipient is responding inconsistently to sound with the device. Hearing performance started to gradually change in approximately early (B)(6) 2017. There is no report of trauma. The patient was last seen at the clinic 2 years ago. The patient will be re-implanted but a date for surgery has not been received.